Event description:
The pt reported that his neurostimulator system "wasn't working." He "wasn't using stimulation regularly as it wasn't needed" and then was unable to receive a therapeutic effect when he did use the device. The pt "discontinued use and has not used or recharged in about 12 months." No pt symptoms were reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.